Event description:
As reported by the patient's attorney, a protegen sling was implanted on (B)(6) 1998. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.